Manufacturer narrative:
A device history record (DHR) review of lot 17580301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a shunt pta case, a slalom pta (.018 hp 40 5x4) was delivered to the lesion and inflated. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. The device was prepped and treated without any issue. There were no anomalies noted when removing the device from the patient. The lesion was calcified. There was no reported patient injury. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during a shunt percutaneous transluminal angioplasty (pta) case, a 5x40mm 40cm 0.018 hp slalom pta catheter was delivered to the lesion and inflated. However, it ruptured at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. The device was prepped and treated without any issue. There were no anomalies noted when removing the device from the patient. The lesion was calcified. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17580301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified lesion) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.